Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument's tips were not meeting. No fragment fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have one severely bent grip, causing misalignment of the grip tips. The grip tips are bent, and there was a 2.10 mm offset at the tips. As a result of the bending, the molded insulator and the grip tang have become dislodged. The molded insulator was found to be dislodged from the grip base. There were no missing pieces. Also, a dislodged grip tang was found at the distal end. The grip- tang is not properly seated within the yaw pulley. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.